Event description:
Pt had a left cataract & was having a cataract extraction with intraocular lens; pt sustained a corneal burn requiring a mechanical anterior vitrectomy. The pt is doing well. The physician used the scleral tunnel incision with suture.